Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260; serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had a lead revision on (B)(6) 2020. The doctor pulled leads down top of t8 bottom t7. The patient did feel stimulation in areas needed post op. The patient denies all complaints at this time. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient fell on (B)(6) 2019 but did not notify a manufacturer representative at that time. Since the fall, the stimulation has not provided relief. All impedances were tested on the day of the report and within normal limits. The patient was given two new programs to try and the patient will follow-up in two weeks to see if the issue has resolved. No surgical intervention was planned or performed to resolve the issue. There were no further complications reported or anticipated.